Event description:
A report was received that during an implant procedure, the distal contact of a lead popped off and the contact became embedded in the pt's epidural space. The physician suspects that the tip of the needle was bent and caught the electrode when it was being removed. The physician has decided to leave the contact in the pt. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
Photographic imaging and visual inspection performed on the lead revealed that the lead's distal tip and electrode #1 were missing. The body of the lead was damaged by the insertion needle approximately 12 cm from the distal end, and the proximal end has a wavy deformation, which indicates the lead was subjected to higher than normal pull forces. Based on the findings, it appears the lead became hung up on the insertion while it was being withdrawn and was cut. The lead was pulled harder than normal to remove from the pt, as it was stuck in the needle. As a result, the needle applied pressure to the stylet, which in turn pushed the distal tip and electrode #1 off the lead. This is the final report.